Event description:
It was reported to MFR by dealer "lift was being rolled down a sidewalk to the pt van, there is grass at the end of the sidewalk where the van is parked. End user said they were putting their family member in the van and was turning the lift when it tipped over. Believed the wheels were in the grass when this happened." Dealier is to do an inspection and product operation check. This is not an outside or travel lift and should not be used as one. User error most likely caused and contributed to this incident. Will know more after dealer does their inspection.